Event description:
The patient contacted animas on (B)(6) 2012 reporting that they cannot see the leak but stated that they smelled insulin in the cartridge. The patient confirmed they are not overfilling the cartridge and insulin typically remains at 180 units. There is no reported adverse event with this complaint. This report is made based on the allegation of the cartridge leak issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the cartridge has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.